Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received an out of regulation (oor) error on the patient programmer again. The issue occurred when the patient wanted to adjust the stimulation amplitude by .1v on one of the leads. The patient's settings were .8v, 60us and 130 hz on the left and right. The impedance measurement of the system was not known. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3007566237-2018-03725. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that turning the ins off and back on did not resolve the issue. The oor message still pops up from time to time. The patient will be closely monitored by the hcp.

Manufacturer narrative:
Implant date was omitted from the previous report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrode impedances and therapy impedances have been taken and there were no abnormalities found. The patient visited the clinic and their therapy was successfully increased from .8v to 1.1v due to side effects the patient was receiving from therapy. The cause of the oor was not determined.